Event description:
There was an allegation of questionable lithium results for 2 patient samples on a cobas pure c 303 analytical unit. Sample 1 had an initial result of 4.90 mmol/l with flag. The sample was repeated with decreased sample volume and the result was 0.645 mmol/l. The sample was repeated again and the result was 0.70 mmol/l. Sample 2 had an initial result of 4.70 mmol/l with flag. The sample was repeated with decreased sample volume and the result was 0.310 mmol/l.

Manufacturer narrative:
The reagent lot number is 839646. The field service engineer (fse) performed preventative maintenance, cleaned a solenoid valve, exchanged seals and probes, and performed a hardware check. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.